Event description:
Related manufacturer reference number: 2017865-2023-14118, related manufacturer reference number: 2017865-2023-14119. It was reported that the patient presented in clinic initially with syncope reported. Fluoroscopy was performed and revealed right ventricular (rv) lead dislodgement. During rv lead revision procedure, the physician was unable to unscrew the right atrial (ra) lead from the header of the pacemaker. It was not specified whether the inability to remove the lead was a pacemaker or lead issue. The device and both leads were ultimately explanted and the procedure was completed without further consequences. The replacement pacemaker, rv lead and ra lead were implanted later on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The device met specifications prior to leaving abbott manufacturing facilities.